Event description:
On (B)(6) 2013, the reporter contacted animas and alleged her blood glucoses (bg) have been high they past few days and she thinks the pump is not working correctly. She dropped her pump last week and had contacted animas. Her bg thirty minutes prior to call was 372mg/dl, and she feels nauseous. She reports bgs of 500 mg/dl past few days. She is using pump to cover bgs. Patient is stressing over pump possibly not working and notes hoarseness. She changed site yesterday, (B)(6) 2013 and twice the day before (B)(6) 2013. Customer technical support (cts) reviewed all history and infusion set use. History shows pump delivering as programmed. Alarm history shows: rec 1: (B)(6) 2013, 12:31 am, 145-00c8; rec 2: (B)(6), 3:08 am, empty cartridge; rec 3: (B)(6) 20/13, 8:05 pm, low cartridge. Basal settings are correct and history shows proper delivery with "o." "Oo" units /hr during prime. Cts found no delivery defect with pump and advised patient to contact hcp for evaluation of settings with possible illness. This complaint is being reported as a patient experienced hyperglycemia related to an alleged non-specific pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump¿s history showed that the last basal and last bolus delivery were on (B)(4) 2013. On (B)(4) 2013, the pump¿s history showed a no delivery, exceeds total daily dose warning and the warning was confirmed six times. Deliveries resumed on (B)(4) 2013. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.